Manufacturer narrative:
The subassembly in question (a542rd) is manufactured by smiths medical asd. This assembly is incorporated into the finished product (sx580408) by smiths medical internationla. The finished product is further assembled, packaged and sterilized by smiths medical international. The customer indicated that the product would not be returned for evaluation. The device history record was reviewed and found to be acceptable. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the male luer detached from the extension line. There was no patient injury or treatment reported for this event.